Event description:
Profound and permanent neurological symptoms [nervous system disorder], high zinc in blood [blood zinc increased], low copper levels in blood [blood copper decreased], feeling ill [malaise], gastrointestinal dysfunction [gastrointestinal disorder], urinary dysfunction [urinary tract disorder], bladder dysfunction [bladder dysfunction], profound, permanent personal injuries [injury], discomfort in back [musculoskeletal discomfort], discomfort in legs [limb discomfort], discomfort other body parts [discomfort], burning in legs and back and other body parts [burning sensation], pain legs [pain in extremity], pain in back [back pain], pain in other body parts [pain], weakness in legs and back and other areas [asthenia], hyperzincaemia [hyperzincaemia], hypocupremia [copper deficiency], poisoned by zinc [metal poisoning]. Case description: an attorney reported that their client, an adult female age (B)(6), used fixodent denture adhesive, version unknown cream on her dentures for many years and reported the following: began having profound and permanent neurological symptoms and began feeling ill in recent years; gastrointestinal dysfunction ; urinary dysfunction; bladder dysfunction; weakness in legs, back, and other areas; burning in legs, back, and other body parts; pain legs, back, and other body parts; discomfort in legs, back, and other unspecified body parts; high zinc in blood; low copper levels in blood; hypocupremia; hyperzincaemia; zinc poisoning; and developed profound, permanent personal injuries which have left her unable to perform her normal, customary and daily activities. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product not provided, therefore unable to proceed with batch retain testing or product investigation. (Us) otc device: yes.